Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) occurred. On approximately (B)(6) 2025, the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. The patient experienced hyperglycemia without symptoms reported as the patient is hypo/hyper unaware, he was using a medication he didnt exactly remember the name of, a third of a bottle or a half. An ambulance was called, and the patient was taken to the emergency room. The patient was treated with 2 liters intravenous of water and salt. At an unspecified time of the event the cgm reading was 4.0 mmol/l and the bg reading was 28.0 mmol/l. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the d zone of the parkes error grid. The allegation and probable cause could not be determined.

Event description:
Subsequent to the initial MDR, additional information was provided on 01/31/2025. It reported that the cgm was displaying low values and the patient is not hypo aware. He didn't know if the values were correct so he treated the hypoglycemia with unremembered medication. An ambulance was called by the patient. The patient was discharged from the emergency room the same day. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).